Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an interruption of communication or power between the pcu and modules. There was no reported patient impact.

Manufacturer narrative:
Additional information added to: per clinical review. Revised b5, revised product grid from "return expected" to "no product received." Revised reported problem codes. Added a1 and additional device code.

Event description:
It was reported that there was an interruption of communication or power between the pcu and modules that occurred on the same devices while in use on the same patient on (B)(6)2020. There were no adverse effects caused to the patient from the events.